Event description:
A report was received that a pt was experiencing a painful rash over the ipg site, after the pt had fallen asleep while charging. The physician determined that the site was not infected and prescribed the pt fentanyl patches. The pt is doing much better.

Manufacturer narrative:
This is the final report.